Manufacturer narrative:
(B) (4)

Event description:
Same case as 2134265-2009-02774. It was reported that during an unspecified procedure, a balloon hole was noted. The physician attempted to inflate the occlusion balloon catheter in an unspecified vessel, however, it was noted that contrast media was leaking from a hole in the balloon. The occlusion balloon was removed and another of the same device was inflated, however, the second occlusion balloon "experienced the same thing". The second occlusion balloon was removed. A third occlusion balloon was used to successfully complete the unspecified procedure. No patient complications were noted and the patient's status was reported as "ok".